Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Unit received with e52 alarm loop during power up. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify no delivery alarm due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for no delivery alarm complaint. Swapping out test boards confirms e52 alarmed is isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unable to confirm no delivery alarm due to e52 alarm. E52 alarm is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimied that the customer had no delivery alarm. The customer reported no adverse event. The event involved in the product was mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712ews was returned for analysis.